Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00331. It was reported that the patient presented in the emergency room with symptoms of generalized weakness and fatigue. Upon interrogation, it was noted that the patient had received an inappropriate shock due to right ventricular lead noise. It was further noted that the patient had previously presented during an unrelated procedure and the lead noise and inappropriate shock was caused by electrocautery as the device was still active. No new noise episodes were observed and the lead functions as normal. It was decided that at this time no further intervention is necessary.